Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event is considered confirmed. Product was returned and visual examination found the dovetail feature exhibits damage (flared out and compressed) reference attached print and photograph. The distal surface exhibits damage in various areas reference attached print and photograph. Verified product identifiers with gages. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. As the dovetail is flared on one side and compressed on other, this is an indication of misalignment between the insert and the implant. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04028 medical products: unknown nexgen tibial tray. Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, it was found that the articular surface would not seat properly. After another attempt, it still could not be implanted. The same type of product was replaced and the operation was completed. There is no additional information at this time.